Manufacturer narrative:
Product event summary: analysis found that the customer repaired the device by themselves which caused the outside casing and signal connector to be damaged. The price quotation was rejected by the customer so the customer asked for the device to be returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no pacing output. The epg was returned for servicing. The event occurred during device setup, so there was no patient involvement.